Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header revealed some scratches but no further anomalies were seen with header or can. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a drop in pacing rate from 120 to 65 beats per minute. This occurred as the crt-d sensing was the patient¿s sinus rate as pacemaker mediated tachycardia. Some atrial undersensing was also noted. The crt-d was reprogrammed and later explanted due to infection. No additional adverse patient effects were reported.